Manufacturer narrative:
Date rec¿d by MFR : 20jun2019, date of report : 24jun2019. The gas delivery system (gds) was returned to the manufacturer for failure analysis. A visual inspection of the gds revealed no anomalies. During testing of the gds, it was determined that the air flow sensor failed due to the u1 component drifting out of specification submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer and discovered customer has old version of the service manual. Fse provided new revision of the service manual and service bulletin and advised the customer to replace the flow sensor assembly if the device continues to fail testing. The customer reported replacing the flow sensor and the issue was resolved.

Event description:
It was reported that the oxygen accuracy testing failed. There was no patient involvement. Event date not specified, estimate used.